Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. The date of this report, jun 17, 2015, is being verified (date when synthes first became aware of the complaint). If a different date is provided than that reported, a follow up report will be submitted with the correct date. This report is for one unknown t-pal spacer. Part and lot number were not provided by reporter. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Update, added adverse event & required intervention to prevent permanent impairment/damage (devices) to changed reportability. There is no documentation of revision surgery at this time but additional med intervention due to x-rays. If additional information regarding a revision is obtained then the complaint will need to be updated. Internal review was performed. The investigation of the complaint articles indicates that the: a conclusive statement based on ap alone in this case cannot be provided per medical personnel. Added serious injury to complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 17. July 2015: there is no documentation of revision surgery at this time but additional med intervention due to xrays. If additional information regarding a revision is obtained then the tree will need to be updated. The cage (titanium small size 10 or 11) had moved rather than backed out. During the revision surgery it was apparent that the proximal set screw in the side of the construct was loose. The patient was getting leg pain, hence the revision surgery. During the revision surgery the cage was removed and a globus expandable caliber cage (x2 plif were implanted in the t-pals place).

Event description:
Synthes europe reported an event in the (B)(6) as follows: it was reported that an unknown t-pal implant has backed out. Additional information has been requested. This report is for one unknown t-pal spacer. This report is 1 of 1 for (B)(4).